Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided for the investigation, the probably cause was most likely attributed to the tissue pad being worn out and some parts came off due to the ultrasound output gripping part closed without gripping the tissue (including after the tissue was cut). A definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the instrument had a tissue pad that came off, but did not fall inside the patient's body. The issue occurred during a therapeutic open gastrectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.